Event description:
It was reported that the device could not be interrogated. A message appeared stating, programmer does not recognize device. The patient had not received radiation therapy treatment nor MRI or external defibrillator shocks. The physician decided to explant the device.

Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
Upon receipt, the device could not be interrogated. The device was opened for further analysis. The battery voltage was measured, and was found depleted. The battery was returned to the original supplier for further evaluation. No anomalies were found. The device was tested on the automated electrical testing system. No rf telemetry was observed. The device met all other specifications. Further investigation found that the device developed an anomaly in the rf module, causing it to always be on. The rf module draws high current when on; this resulted in the battery depletion, and no communication observed in the field.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.